Event description:
It was reported that balloon catheter froze on wire. A 2.00 x 30mm agent balloon bsc (B)(4) was selected for percutaneous coronary intervention procedure. The target lesion was located in the severely calcified distal left anterior descending artery (lad). Lesion was treated with 1.25 rotational atherectomy system and ballooning was performed which adequately prepped vessel. Upon attempted delivery of the agent balloon to the distal lad, balloon could not be delivered to the treatment area. There was also lesion in mid lad, balloon was elected to be inflated, following inflation, balloon was stuck on non-bsc guidewire. An attempt was made to retrieve, the balloon was pulled back into the guide at which point it became more stuck on the wire and the shaft of the agent balloon broke. The wire was then removed which successfully removed agent balloon. Another a 2.00 x 30mm agent balloon bsc (B)(4) was attempted to be delivered to the distal lad and a different non-bsc guidewire was used. The agent balloon was delivered over this guidewire but failed to reach the distal lad, the balloon was then used to treat another more proximal lesion. Upon removal, the agent balloon was stuck on the guidewire. Procedure was completed using a different device same model and no patient complications were reported.

Manufacturer narrative:
B5 describe event or problem: updated.

Event description:
It was reported that catheter froze on wire. 2.00 x 30mm agent balloon was selected for percutaneous coronary intervention procedure. The target lesion was located in the severely calcified distal left anterior descending artery (lad). Lesion was treated with 1.25 rotational atherectomy system and ballooning was performed which adequately prepped vessel. Upon attempted delivery of the agent balloon to the distal lad, balloon could not be delivered to the treatment area. There was also lesion in mid lad, balloon was elected to be inflated, following inflation, balloon was stuck on non-bsc guidewire. An attempt was made to retrieve, the balloon was pulled back into the guide at which point it became more stuck on the wire and the shaft of the agent balloon broke. The wire was then removed which successfully removed agent balloon. Another a 2.00 x 30mm agent balloon was attempted to be delivered to the distal lad and a different non-bsc guidewire was used. The agent balloon was delivered over this guidewire but failed to reach the distal lad, the balloon was then used to treat another more proximal lesion. Upon removal, the agent balloon was stuck on the guidewire. Procedure was completed using a different device same model and no patient complications were reported. It was further reported that target lesion was 90% stenosed and located in mildly tortuous vessel.

Manufacturer narrative:
Updated h6 evaluation conclusion codes.

Event description:
It was reported that catheter froze on wire. 2.00 x 30mm agent balloon was selected for percutaneous coronary intervention procedure. The target lesion was located in the severely calcified distal left anterior descending artery (lad). Lesion was treated with 1.25 rotational atherectomy system and ballooning was performed which adequately prepped vessel. Upon attempted delivery of the agent balloon to the distal lad, balloon could not be delivered to the treatment area. There was also lesion in mid lad, balloon was elected to be inflated, following inflation, balloon was stuck on non-bsc guidewire. An attempt was made to retrieve, the balloon was pulled back into the guide at which point it became more stuck on the wire and the shaft of the agent balloon broke. The wire was then removed which successfully removed agent balloon. Another a 2.00 x 30mm agent balloon was attempted to be delivered to the distal lad and a different non-bsc guidewire was used. The agent balloon was delivered over this guidewire but failed to reach the distal lad, the balloon was then used to treat another more proximal lesion. Upon removal, the agent balloon was stuck on the guidewire. Procedure was completed using a different device same model and no patient complications were reported. It was further reported that target lesion was 90% stenosed and located in mildly tortuous vessel.